Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor glucose versus glucose differences, blood at site and lost sensor alarm on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was advised pertaining to sensor glucose versus blood glucose that we are sending replacement sensor and monitor the sensor. The customer was advised pertaining to the blood site that we would send replacement sensor and monitor the site. The customer was also advised pertaining to the lost sensor was advised to try moving the device from her bra and get it closer to the pump. And to try changing the direction of the her transmitter to see if the will improve the communication.